Event description:
It was reported the patient had not charged the scs ipg in over a year and the battery depleted. Surgical intervention to replace the patient's scs ipg maybe taken at a later date.

Manufacturer narrative:
Labeling review - protege implantable pulse generator (ipg) manual states the following: warning: do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.